Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 200cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical exam. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 08/08/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/25/2018, mentor received additional information about the event. It was initially reported that the patient would undergo explantation of the suspect medical device on (B)(6) 2018. New information states that the explantation surgery has been cancelled. At the time of this report, mentor has received no information regarding an updated explantation or an expected explantation date. The suspect medical device is still implanted in the patient. Manufacturer¿s reference number: (B)(4).